Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini, meter displayed an error message ¿faulty strip try a new strip ¿message, and was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the error message issue started on (B)(6) 2017, it is unknown when she obtained the inaccurate high result. She reported that she received an inaccurate high result of ¿120 mg/dl¿ on the subject meter compared to ¿85 mg/dl¿ on her mother¿s meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. She stated that she manages her diabetes with insulin (self-adjuster), and in response to the alleged meter issue she consumed less food and drink than normal. 1 hour after the meter issue began the patient reported that she developed symptoms of ¿sweating, clammy hands and feeling lightheaded¿, self-treating them with consuming some fruit and half a can of ¿cantaloupe.¿ the csr noted that the patient did not want to troubleshoot. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.